Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the product. Visual inspection found fibre and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2 vticm5 13.2 implantable collamer lens of -5.5/1.00/111 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The exchange resolved the problem. Cause reported as other.

Manufacturer narrative:
Corrected data; b5: the reporter indicated that a 13.2 vticm5 13.2 implantable collamer lens of -5.5/1.00/111 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The exchange resolved the problem. Cause reported as other. Claim#: (B)(4).